Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal cramps and menses irregular with excessive bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, menorrhagia and migraine had not resolved, the uterine leiomyoma had resolved and the vaginal haemorrhage, dyspareunia, vaginal discharge, fatigue and nausea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding and fibroids insertion details: essure implants placed in both tubal ostia without complication, 0 rings right and 1 ring left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion.. Lot number: 624471, manufacture date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: social media received- new event pfs received- new event dyspareunia (painful sexual intercourse), vaginal discharge and nausea were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal cramps and menses irregular with excessive bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, menorrhagia and migraine had not resolved, the uterine leiomyoma had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding and fibroids insertion details: essure implants placed in both tubal ostia without complication, 0 rings right and 1 ring left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Lot number: 624471 manufacture date: 2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal cramps and menses irregular with excessive bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, menorrhagia and migraine had not resolved, the uterine leiomyoma had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding and fibroids insertion details: essure implants placed in both tubal ostia without complication, 0 rings right and 1 ring left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Lot number: 624471 manufacture date: 2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown and the uterine leiomyoma had resolved. The reporter considered dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding and fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury " replaced with "dysmenorrhea (cramping)", events-"menorrhagia (heavy menstrual bleeding), fibroids", reporter information, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal cramps and menses irregular with excessive bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, menorrhagia and migraine had not resolved, the uterine leiomyoma had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding and fibroids insertion details: essure implants placed in both tubal ostia without complication, 0 rings right and 1 ring left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-oct-2007: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs & mr received. Lot number was added. Added event abnormal bleeding (general); abnormal bleeding (vaginal); migraines / headaches. Updated outcome of events from unknown to not recovered/not resolved. New reporter's was added. Patient's demographics was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.